Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was sticking out. More insulin was exiting while she was filling the tubing. While she was disconnected from the insulin pump, she pushed the drive support cap back. The insulin pump was usually dropped once a month on the bathroom tile. On the edge of the lcd screen, the insulin pump had two cracks. Customer's blood glucose level was 90 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a loose drive support cap. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, a cracked reservoir tube lip and cracked case.